Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient ((B)(6)) underwent a sensor implant procedure. During the procedure, the patient experienced hemoptysis. The sensor was successfully implanted. Hemoptysis remained following the procedure. The patient also experienced bronchopulmonary bleeding and hypotension following the procedure. In turn, the patient was hospitalized and underwent fluid replacement, suprarenin nebulation, and a blood transfusion. It was noted the hemoptysis was related to a peripheral pulmonary artery injury that occurred during the implant procedure. The patient was released from the hospital days later.